Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the device was received in backup vvi mode. The device was tested on bench and it was noted that the backup condition resulted from an unknown code corruption.

Event description:
This report is to advise of an event observed during analysis.